Event description:
Boston scientific received information that this patient presented to the hospital due to syncope, and may have been related to sub-optimal device programming. Boston scientific technical services helped the healthcare professional reprogram the device, which has resolved the issue with no further adverse patient effects were reported.

Manufacturer narrative:
The device was modified electrically and remains in service. No further information is available. This report will be updated if more information becomes available.